Manufacturer narrative:
H3: analysis found that customer reason was confirmed. The stim board was damaged, batteries are worn. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 and img g02005 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre op patient interface is only correctly working intermittantly. During set up all seems normal. However during procedures sometimes the patient interface was not correctly delivering or reading stimulation from the nerve. No sound or display of feedback from the nerve following stimulation. Patient interface was tested with a nim simulator and the reported issue was reproduced. Issue was resolved by using second patient interface.  There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.